Manufacturer narrative:
Tech found the light would go out after a few minutes or if a function activated. The tech replaced the battery to resolve the issue.

Event description:
The tech alleged that when the bed was unplugged the battery light was illuminated. No pt impact.